Event description:
It was reported that the patient complains of severe halos after the preloaded intraocular lens (iol) was implanted. Through follow-up we learned, that the patient had a yttrium aluminium garnet (yag) capsulotomy in (B)(6) 2023 and sicca therapy was prescribed which the patient discontinued. He had a residual refractive error of +1.25 in (B)(6) 2023 and still complains about halos. He is currently still dripping pilocarpine, which makes the pupil much smaller in the dark and he copes much better with the halos. But the main problem at the moment is the dryness. Unfortunately, he also smokes and the doctor doubts whether it will really get better. He will now come back in 4 weeks for a check-up. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - other (81): the lens was not returned for evaluation a for the moment the lens remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.